Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. No visible contamination. Error history log review found motor rate error. Occlusion testing was performed and the motor rate error was duplicated. The root cause of the reported issue was found to be a combination of the motor assembly components that were old, dirty and worn out. Actions were taken to mitigate the reported issue: replaced worm coupling, worm gear, delrin and wavy washers. Updated motor, motor mount, and installed cable guard. Performed power up process and all the functional test passed. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.